Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 10-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("fatigue"), back pain ("recurrent lumbar pain"), amnesia ("lack of memory"), disturbance in attention ("concentration difficulty"), insomnia ("insomnia"), depression ("depression"), cystitis ("recurrent cystitis"), abdominal distension ("ballooning"), adenomyosis ("adenomyosis"), ovarian cyst ("ovarian cyst") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). At the time of the report, the abdominal pain, fatigue, back pain, weight increased, amnesia, disturbance in attention, insomnia, depression, cystitis, abdominal distension, adenomyosis, ovarian cyst and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, adenomyosis, amnesia, back pain, cystitis, depression, disturbance in attention, dizziness, fatigue, insomnia, ovarian cyst and weight increased with essure. The reporter commented: patient's current conditions: multiple consultations without any medical answer, quasi permanent pain, social, family, intimate and professional life affected. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.